Event description:
User called into emergency support program (esp) line to request support with gas loss in iab circuit alarm during cardiosave intra aortic balloon therapy. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.

Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6). User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy, for assistance with explaining gas loss alarm. User stated that he was calling to help the primary nurse after the gas alarm sounded. He included that they had checked for blood in the helium tubing, verified all the connections were secure and tight and pressed the start key. The console did not restart, and the alarm went off again at which time they utilized the help screen and followed the prompts. Therapy was restarted successfully, and he was calling to make sure they were no additional steps to be taken to ensure it did not alarm again. Esp team explained the nature of the alarm and he was unsure of the patient's hemodynamics and clinical picture since he was not the primary nurse. Esp team encouraged user to share my contact info with the primary nurse and call me should the alarm go off several times in an hour so that we could troubleshoot together. He was appreciative of the support.